Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received for evaluation. A visual inspection was performed with the naked eye which revealed the sample was returned without a patient adaptor attached to the tubing/bushing. There were markings on the inside of the tubing indicating the patient adaptor was positioned at the time of assembly. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. However, the sample failed to meet specification due to the patient adaptor component that was separated from the tubing/bushing. The two components are a friction fit and not a solvent bond. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a sample evaluation of a returned minicap extended life pd transfer set, it was discovered that the patient adaptor was separated from the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.